Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had been presented for a scheduled device follow-up. Upon interrogation, the device displayed a fault code#1003 (voltage too low for projected remaining capacity). Ts discussed the issue and recommended that the device should be explanted. A memory upload was performed and the disks sent to boston scientific for analysis. Upon review of the returned data disks, the engineer confirmed tha a low voltage fault had occurred in (B)(6) 2012 due to three daily voltages that were below the threshold of 3.025 volts. The current monitoring voltage was at 2.904 volts so therapy delivery was unaffected at this time. Using the last year's worth of daily battery voltage measurement data, the estimated true depth of battery discharge to obtain an estimate of the fault current was plotted. The current appears steady and this behavior appears consistent over time. However, this behavior may change unpredictably. The patient was presented back to the electrophysiology (ep) laboratory and the device was explanted. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--